Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Boston scientific received information that this pacemaker exhibited an increased power consumption. Boston scientific technical services (ts) advised to consider replacing the device and be sent for analysis as the anomaly appeared consistent. There is no known intervention as of this time. This device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increased power consumption. Boston scientific technical services (ts) advised to consider replacing the device and be sent for analysis as the anomaly appeared consistent. There is no known intervention as of this time. This device remains in service. No adverse patient effects were reported.